Event description:
On (B)(6) 2013, the patient's mother contacted animas and alleged the following: the date of the pump is resetting, it is losing months. Pump date was corrected on saturday and today the date is reading (B)(6). Patient¿s blood glucose (bg) is in the 400 mg/dl range, no ketones but patient is irritable. Customer support (cs) advised to go off pump and onto her alternate method of insulin delivery. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported because time/date issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.